Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist discovered that the roller pump drifted backward after it had been stopped. The roller pump was set-up in the sucker position. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.